Manufacturer narrative:
This report is being submitted to report information supplied by the customer and investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Physical evaluation of the device shows: externally the camera is ok condition, and the water leak test was passed. When connected to the otv-s400, there was no camera image. This was found to be caused by a faulty camera cable. A known good camera cable was fitted to the camera head and the camera passed all tests in accordance with the technical manual. The definitive cause of the reported events could not be established. Based on the investigation results, it was determined there was no defect in the device when it was shipped. It is presumed that the image cannot be displayed due a defective cable that was likely subjected to external damage.

Event description:
It was discovered by an olympus technician during device inspection/evaluation, there was no image due to a break in the cable assembly. There is no patient impact associated with this occurrence.